Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt reports that he has had a hard time using his magnet and that he did not feel device stimulation for approx one week prior to the office visit. The pt denies any recent injury or trauma that may have damaged the ncp system. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. No adverse event was reported in conjunction with the high lead impedance condition. The pt underwent revision surgery, during which device diagnostic testing of a new generator connceted to the original lead yielded high lead impedance test results. Testing of the generator alone was within normal limits, indicating proper device function. Upon exposing the vagus nerve, a break in the lead was noted, presumably in the lead coil. Both the lead and generator were replaced. The cause of the lead break is unk.

Event description:
Product analysis summary: the entire lead assembly was returned, excluding the electrodes. During visual analysis abrasions were identified on the silicone tubing along the lead body. About 13mm from the electrode bifurcation, one lead quadfilar coil end appeared to be dark in color indicating a possible break in the coil. The lead coils were further analyzed using electron microscopy. Electron microscopy of the marked connector lead quadfilar coil end confirmed a break that contained significant pitting to the point that the fracture mechanism could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the quadlifer coil end. However, in all cases a conclusive determination cannot be made whether the stimulation was flowing at the exact time of fracture, no other abvious anomalies were noted. The setscrew marks found on the lead connector pins showed evidence that, at one point in time, proper mechanical and electrical connection was present. Using a multi-meter, continuity checks of the lead was performed with no other discontinuities identified. Based on the product analysis findings, there is evidence to suggest the identified lead coil break would have contributed to the rpeorted events. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported event. The exact cause of the lead break is unk. Possible causes of lead discontinuity are: mechanical failure, implant technique (use of suture; no strain relief), "twiddler" (twisting of the lead), violent seizure, physical injury/accident.